Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 16:13:49. During night drain cycle 11, the patient's ultrafiltration reading was 1167ml, indicating the home patient (hp) drained 1167ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1167 ml during therapy initiated on (B)(6) 2012 at 16:13, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(6) 2012 at 16:13. A partial fill was delivered during fill (B)(4) of 170 ml, which was less than the expected volume of 1500 ml. Review of the event log revealed the cycle 11 drain was completed, and the user's actual drain volume during cycle 11 was 1386 ml. The actual drain volume of 1386 ml is 92% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.